Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the partinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 19, 2007, that during the placement of an ultraflex stent system (patient age and gender unknown), the stent partially deployed about "2cm" when the stent suture would not release further. The device was removed and the physician "changed to another stent" to successfully complete the procedure. No patient complications were reported.